Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump might not working due to stuck button. The blood glucose at the time of the incident was 208 mg/dl. Customer also received a battery failed alarm. Customer stated that they were able to clear the alarm but sometime still button issue. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to moisture damage on the electronic assembly and corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.